Manufacturer narrative:
(B)(4). Evaluation summary: the used device was received for evaluation. As the sample was received contaminated with chemotherapy, a device analysis could not be performed. However, a retained sample was evaluated. Visual inspection of the retained sample did not identify any abnormalities that could have contributed to the reported condition. Gravity testing was performed on the retained sample, and the fluid flowed correctly through the tubing with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type blood/solution administration set leaked. The reporter stated that the leak was from the top of the tubing, near one of the spikes. The leak occurred 1.5 hours after patient infusion of chemotherapy began, while the infusion was stopped to flush the line with normal saline. The set was then replaced and the patient completed their therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. A batch review will be performed. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.